Event description:
As per synergy form received from the affiliate: on attempted detachment of 2nd coil syringe failed to allow twisting to increase pressure as though there was a misalignment with the syringe "thread". No obvious damage to syringe noted. The syringe had not exceeded the green detachment zone prior to this event. The syringe replaced and coil detached successfully. Representative present at this procedure. Further review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the information provided by the customer. Syringe leakage was noted.

Manufacturer narrative:
There are no patient factors contributing to the event and no identified contributing procedural factors. A non-sterile trufill dcs syringe received within a plastic bag. The functional test was performed with the retruned syringe by inserting the unit with the omega pressure gage and the pressure was increased, before needle reaches the blue zone, leakage was observed at the connection luer lock connector-omega pressure gage. Additionally a sound was heard while rotating the knob. Pressure could not be increased. Receiving inspection records were reviewed and results indicate that product met quality requirements for product acceptance. The device history review revealed no abnormalities or non-conformances of this nature were noted at in process or at final inspection. The cause of the reported complaint is possibly due to the damaged threads of the luer lock connector causing a leakage. The cause of the damaged threads could not be conclusively determined. However, supplier investigation report states some potential causes: "one potential cause of the inflator syringe falures may have been insufficient silicone applied during the assembly of the syringe." And "another possible cause may be the weld strength of the syringe wing". Corrective and preventative actions have been opened to address this issue. Due to the condition of the returned sample, physical testing could not be performed. Due to similar complaints of this nature, action was initiated to address issues of cracked wing cams.